Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is overdeliverying insulin. The blood glucose reading is 445 mg/dl. Customer is experiencing terrible pain. Customer stated that she keep going low. The insulin pump is deliverying more than the programmed amount of insulin. Customer states she feels a tingling feeling in her legs when the over delivery occurs. Nothing further reported.